Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported.

Event description:
It was reported that the arctic sun device was getting an alert 113 (reduced water temperature control). The target temperature was 33c, the patient was 30.5c, the water temperature was 30.3c and the flow rate was 0.6lpm. Nurse stated the patient was small (45kg) and they only had large pads so they only had one pad on. Mss explained that a single pad would not offer adequate flow rates for the heater to work properly. Mss suggested getting an additional pad and connecting it. The user connected a second pad and flow rate rose up to 1.1lpm. The water was heating quickly to 38.7c by the end of the call. During a later call on 23may2021, the user determined the patient had on the full set of arctic gel pad and not just on singe arctic gel pad. The nurse stated an alert 113 (reduced water temperature control) was alerting again and the flow was down to 0.7lpm. The patient temperature was 33.9c, target temperature was 33c, water temperature was 9.1c, the flow rate was 0.9lpm, the inlet pressure was -3.3psi, the circulation pump command was 100%, the water level was 5, the pump hours were 2844 and the system hours were 3174. Discovered there were a set of 4 pads connected plus the universal to the side that they had connected when they stated there was only one pad connected earlier. The user placed the arctic sun device in manual mode with only the fluid delivery line attached. The flow rate was 1.8lpm, the inlet pressure was -7.2psi and the circulation pump command was 51%. The user attempted to connect pads back one at a time but they would connect both chest pads or both leg pads versus one at a time. Most arctic gel pads would give an inlet pressure of -1 to -4.8psi. The right thigh pad and universal pad had inlet pressure around -7psi. The flow with the universal pad and right thigh pad was 1.1lpm with the inlet pressure as -7.2psi. The user did not have another device and there did not appeared to be any damage to the fluid delivery line. Mss suggested for changing arctic gel pads. The user was not sure if they had pads, but there might be another set in the manager office. Ms and s asked nurse to call back if flow rate was not improved when pads were changed and also disabled manual control.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was getting an alert 113 (reduced water temperature control). The target temperature was 33c, the patient was 30.5c, the water temperature was 30.3c and the flow rate was 0.6lpm. Nurse stated the patient was small (45kg) and they only had large pads so they only had one pad on. Mss explained that a single pad would not offer adequate flow rates for the heater to work properly. Mss suggested getting an additional pad and connecting it. The user connected a second pad and flow rate rose up to 1.1lpm. The water was heating quickly to 38.7c by the end of the call. During a later call on (B)(6)2021, the user determined the patient had on the full set of arctic gel pad and not just on singe arctic gel pad. The nurse stated an alert 113 (reduced water temperature control) was alerting again and the flow was down to 0.7lpm. The patient temperature was 33.9c, target temperature was 33c, water temperature was 9.1c, the flow rate was 0.9lpm, the inlet pressure was -3.3psi, the circulation pump command was 100%, the water level was 5, the pump hours were 2844 and the system hours were 3174. Discovered there were a set of 4 pads connected plus the universal to the side that they had connected when they stated there was only one pad connected earlier. The user placed the arctic sun device in manual mode with only the fluid delivery line attached. The flow rate was 1.8lpm, the inlet pressure was -7.2psi and the circulation pump command was 51%. The user attempted to connect pads back one at a time but they would connect both chest pads or both leg pads versus one at a time. Most arctic gel pads would give an inlet pressure of -1 to -4.8psi. The right thigh pad and universal pad had inlet pressure around -7psi. The flow with the universal pad and right thigh pad was 1.1lpm with the inlet pressure as -7.2psi. The user did not have another device and there did not appeared to be any damage to the fluid delivery line. Mss suggested for changing arctic gel pads. The user was not sure if they had pads, but there might be another set in the manager office. Ms and s asked nurse to call back if flow rate was not improved when pads were changed and also disabled manual control.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting an alert 113 (reduced water temperature control). The target temperature was 33c, the patient was 30.5c, the water temperature was 30.3c and the flow rate was 0.6lpm. Nurse stated the patient was small (45kg) and they only had large pads so they only had one pad on. Mss explained that a single pad would not offer adequate flow rates for the heater to work properly. Mss suggested getting an additional pad and connecting it. The user connected a second pad and flow rate rose up to 1.1lpm. The water was heating quickly to 38.7c by the end of the call. During a later call on (B)(6) 2021, the user determined the patient had on the full set of arctic gel pad and not just on singe arctic gel pad. The nurse stated an alert 113 (reduced water temperature control) was alerting again and the flow was down to 0.7lpm. The patient temperature was 33.9c, target temperature was 33c, water temperature was 9.1c, the flow rate was 0.9lpm, the inlet pressure was -3.3psi, the circulation pump command was 100%, the water level was 5, the pump hours were 2844 and the system hours were 3174. Discovered there were a set of 4 pads connected plus the universal to the side that they had connected when they stated there was only one pad connected earlier. The user placed the arctic sun device in manual mode with only the fluid delivery line attached. The flow rate was 1.8lpm, the inlet pressure was -7.2psi and the circulation pump command was 51%. The user attempted to connect pads back one at a time but they would connect both chest pads or both leg pads versus one at a time. Most arctic gel pads would give an inlet pressure of -1 to -4.8psi. The right thigh pad and universal pad had inlet pressure around -7psi. The flow with the universal pad and right thigh pad was 1.1lpm with the inlet pressure as -7.2psi. The user did not have another device and there did not appeared to be any damage to the fluid delivery line. Mss suggested for changing arctic gel pads. The user was not sure if they had pads, but there might be another set in the manager office. Ms and s asked nurse to call back if flow rate was not improved when pads were changed and also disabled manual control.